Manufacturer narrative:
Investigation: the investigation was carried out visually. The solder connection at the working end is broken, moreover, the shaft of the instrument is strongly deformed. A hardness test showed (specifies: 420+110 hv5 measured 486 hv5). No pores, inclusions or foreign bodies could be found on the point of rupture. It is no longer possible to understand what caused the breakage of the shank. Device history review: the device quality and manufacturing history records (DHR) have been checked for all leading device(s) lot numbers and the products found to be according to our specification valid at the time of production. There are no similar complaints against the same lot number(s) with this error pattern. The current failure rate is within the risk analysis and therefore acceptable according to din en iso 14971; severity was 2(5) and probability was 1(5). Conclusion and preventive measures: based upon the above mentioned investigation results, a definitive root cause for the reported issue could not be established. Based upon the investigation results, a CAPA is not required.

Manufacturer narrative:
Manufacturing site evaluation: investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Event description:
It was reported to aesculap ag that a sims uterine curette #2 sharp 255mm (material # er402r) was used during a procedure performed on (B)(6), 2023. According to the complaint description, the weld broke near the distal end at the working end and needed to be retrieved from abdominal area. Following the retrieval, the area was scanned to verify that no fragments remained inside the patient. Additional medical intervention was necessary. This event prolonged the surgery with 45 minutes. Additional information has not been made available. Additional patient information is not available. The adverse event is filed under aag reference (B)(4).